Manufacturer narrative:
The device was returned to olympus for evaluation. During testing, the reported issue was not confirmed. During functional testing, no device issues were found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the videoscope gave a scope communication error (error b30). The same device was used for the next scheduled procedure (therapeutic laparoscopy). The customer reported the patient was not under anesthesia and the issue was found during reprocessing. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event is likely due to damage of the internal cable of the video connector, but we were unable to determine the cause. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) sections: instruction manual ltf-190-10-3d operation manual chapter 3 preparation and inspection 3.6 inspection of the endoscopic system_ inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.